Event description:
The following description of the event was documented by a cardinal hlth tech support specialist in response to a phone conversation with a user facility rep. "[User facility rep] called to request a svc call on this vent tma32656 that "failed" on a pt. Complaint: vent suddenly lost pressure, driver stopped and there wasn't any alarm. The rt noticed that the driver stopped so she found another 3100a to switch it out. No pt compromise. The vent was brought down for eval. [User facility rep] changed the circuit and was able to pressurize and restart the driver. She has been running it for over an hr without any "failure". When she purposely pulls out the stopper to cause the driver to stop, she does get the alarm. She is unable to verify this complaint."

Manufacturer narrative:
The cardinal hlth field svc rep evaluated the device and was unable to reproduce the reported event. Thus no root cause was determined. The cardinal hlth field svc rep ran the device through a complete calibration and checkout to ensure that it meets all factory specs. Upon completion the device was returned to the user facility's control ready to be placed back into svc.